Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned treatment/non-emergency treatment when the issue was occurred, and procedure continued by reinstalling the button. Philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon functional testing the fse found that the format button on the image module was popped up and the outer shell of image module was broken. The fse replaced the image module. After the replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code, device problem code and evaluation method code were corrected.

Event description:
It has been reported to philips that the allura xper fd20 system table operation button went out and could not be used. The system was in clinical use at the time of the event. It was indicated that this event led to a delay in surgery. A key was installed by a facility charge nurse and had to press the button several times before the system was returned back to functionality. Philips has started an investigation of the complaint.